Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Customer issue was depleted 9v. He had a 9v lithium with him and he replaced it and the unit was fine. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their asi is blank. The maintenance frequency is monthly and the maintenance activity is to check asi light and pads date. They reported that this did not occur during patient use.